Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and trace levels of ketones resulting in a hospitalization. Suspected cause of high bg was not known. A correction bolus via the pump was delivered and a manual injection was administered to address bg. A system check was performed and no issues were identified with the pump, cartridge, insulin, infusion set tubing, or the infusion set cannula. The customer was released from the hospital two days later with the issue resolved and no permanent damaged sustained.